Event description:
Pt did not receive medication as ordered. Cadd pca pump stopped working and displayed "low batt". When battery changed, pump still would not function properly and would not infuse the morphine medication. Pt took p.o. Pain medication to ease the pain until pump replaced. The IV co was notified and another cadd pca pump was delivered within a few hrs. Incident occurred at 4:10 am and IV co delivered the new pump and hooked pt up at 8:00 am.